Event description:
It was reported that the pt expired. The date of the pt's demise is unk, as no other details were provided. It is unk if the pt's death was attributed to the device.

Manufacturer narrative:
The device was not returned for eval.